Manufacturer narrative:
Two additional incidents of this complaint were observed, they can be referenced in the following mdrs: 2245270-2016-00080, 2245270-2016-00081. The complaint for the one sample of product, ams-410, lot # 1608027d, that was returned with the complaint of fluid leaking from set tubing interface with drip chamber is confirmed. A 60 ml syringe filled with water was attached to the line at the y-site (smt-ysi) with the one way filter and used to prime the tubing. A red non-vented cap was used on the distal end of the set. The clamp (pin-sw) and the flo-ctrl-gvs were left open to allow the tubing to be primed from the y-site to the drip chamber (spi-u20e). The clamp was closed to block fluid flow down the line. The suspected bond location (tubing and drip chamber interface) was observed for fluid leaks. Water was confirmed to be leaking from the tubing and drip chamber bond site. (See pictures below of the fluid leak). All production and qc personnel are up to date with their training. Personnel responsible for the leak and occlusion testing of the product are trained to qa0006, leak and occlusion testing. The qc testing is performed per qa0006, leak and occlusion testing. The inspection/testing process is applicable for the testing needed to verify an acceptable product build. There are no documented issues known at the vygon facility that would have contributed to this type of complaint. Vygon has produced (B)(4) pieces of this product since november of 2013. This is the first customer complaint for the fluid leaking from set tubing interface with drip chamber (ams-410). It is one outlier found out of (B)(4) pieces produced. The failure rate for this is calculated to be (B)(4). The root cause for the fluid leaking from set tubing interface with drip chamber issue is the improper bonding of the tubing to drip chamber site. In reviewing this issue, it was noted that this is the first occurrence of fluid leaking from set tubing interface with drip chamber issue for this product (ams-410). Corrective action: this is an isolated incident, therefore there is no corrective action required at this time. Preventive action: no action required at this time due to the low incidence rate of this failure. Vygon USA will continue to monitor this failure mode for future occurrences.

Event description:
The infusion nurses noticed fluid leaking from the area where the set tubing interfaces with the set's drip chamber. The patient had to stop their infusion and a new set had to be used in order for the patient to continue their therapy.